Manufacturer narrative:
Method: visual analysis, device history review, complaint history review, risk assessment. Result: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. One blocker had a very light indentation only on one side of it, which is a sign the blocker may have been undertightened. Conclusion: the plausible root cause of the event is determined to be use-error.

Event description:
It was reported that; surgeon discovered on (B)(6) 2017 the rods were not connected to the s1 screws from a case we did on (B)(6) 2017 with the screw system. We are redoing the hardware to connect the rods on (B)(6) 2017. On original surgery (B)(6) 2017 the rods were torqued down in correct position at end of case. Procedure was completed as per the technique guide but would like the torque wrench to be evaluated to make sure it functioned properly.

Event description:
It was reported that; surgeon discovered on (B)(6) 2017 the rods were not connected to the s1 screws from a case we did on (B)(6) 2017 with the screw system. We are redoing the hardware to connect the rods on (B)(6) 2017. On original surgery (B)(6) 2017 the rods were torqued down in correct position at end of case. Procedure was completed as per the technique guide but would like the torque wrench to be evaluated to make sure it functioned properly.